Manufacturer narrative:
(B)(4). Date sent: 12/10/2021. D4: batch # 107a37. H6: component code = mechanical (g04). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there was no staples present. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, and no nonconformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy surgical procedure, the device was used to anastomosis the posterior wall of stomach and duodenum. It is unknown if a breaking sound of the washer was heard during use. The gap setting scale marked between 1.5mm and 2.0mm, and the trigger was grasped fully. It was further reported that 1/3 of the staple line was not cut well, so an electric knife was used to cut. A lot of deployed staples were unformed as well, so additional hand suture was performed along the staple line to complete the case. It was noted that the device was checked after the surgery, and it was found that the washer was uncut. The patient¿s condition is stable. Another device was used to complete the case. There were no adverse consequences to the patient.